Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The rse reviewed audit trail, and no deviations could be detected in the log files of the event notification. The red alarms from the period from (B)(6) 2026 were all delivered to the careassist app end device, but the user did not respond via the app. Based on the results of the analysis, the product was confirmed to be operating per specifications. The rse provided the findings to the customer. A review of the service history for this device shows the problem has not been reported again for this device. Reporting institution phone # (B)(6).

Event description:
It was reported that red alarms have not been received on the logged in mobile devices running careassist. The device was in use on a patient at the time of the event. There was no adverse event reported.